Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included chronic cervicitis, dyspareunia, amenorrhea, endometrial ablation, morbid obesity and cystoscopy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), fatigue ("fatigue"), tooth disorder ("dental problems") and anaemia ("anemia") and was found to have neoplasm malignant ("cancer") and neoplasm ("tumor/teratoma / cancer"). The patient was treated with surgery (tlh, bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, neoplasm malignant, abdominal pain, dyspareunia, back pain, fatigue, tooth disorder, anaemia and neoplasm outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dyspareunia, fatigue, neoplasm, neoplasm malignant, pelvic pain and tooth disorder to be related to essure. The reporter commented: she received treatment for events dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: mild acute and chronic cervicitis. Gross description: integrity: intact uterine body with attached cervix and separate undesignated segments of fallopian tubes which are arbitrarily designated as fallopian tube one and fallopian tube two. There is a metallic wire-like ligation device identified within the proximal portion of the fallopian tube. Fallopian tube two is 4 . 6 cm in length x 0.6 cm in diameter, red-brown, mildly dusky and congested with a fimbriated end there is a metallic wire- like ligation device identified within the proximal portion of the fallopian tube.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc: (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included chronic cervicitis, dyspareunia, amenorrhea, endometrial ablation, morbid obesity and cystoscopy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), fatigue ("fatigue"), tooth disorder ("dental problems") and anaemia ("anemia") and was found to have neoplasm malignant ("cancer") and neoplasm ("tumor/teratoma / cancer"). The patient was treated with surgery (tlh, bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, neoplasm malignant, abdominal pain, dyspareunia, back pain, fatigue, tooth disorder, anaemia and neoplasm outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dyspareunia, fatigue, neoplasm, neoplasm malignant, pelvic pain and tooth disorder to be related to essure. The reporter commented: she received treatment for events dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: mild acute and chronic cervicitis. Gross description: integrity: intact uterine body with attached cervix and separate undesignated segments of fallopian tubes which are arbitrarily designated as fallopian tube one and fallopian tube two. There is a metallic wire-like ligation device identified within the proximal portion of the fallopian tube. Fallopian tube two is 4 . 6 cm in length x 0.6 cm in diameter, red-brown, mildly dusky and congested with a fimbriated end there is a metallic wire- like ligation device identified within the proximal portion of the fallopian tube.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: case category upgraded to serious incident. Previously reported event 'pelvic pain' was made medically significant and intervention required. Medical history, lab data, removal date, reporter information were added. Action taken with drug was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.